Event description:
Boston scientific received information that an alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurements. This patient was has not been seen in the clinic since (B)(6). A boston scientific technical services (ts) consultant suggested induction testing and measuring impedance. The ICD and rv lead system remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that another alert was detected for this ICD and rv lead system exhibiting high out of range shock impedance measurements. The physician will continue to monitor the patient. No adverse patient effects were reported.

Event description:
Additional information received indicated that commanded shocks were delivered and a code 1005 displayed. This code is indicative of a shock delivered in an open condition with high out of range pacing impedance measurements. Subsequently a revision procedure was performed where the ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.